Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, after the physician threw the mesh leg assembly on the patient's right, he cut the suture and pulled on the sheath, which then tore all the way across. The suture came out, but the detached piece of sheath had to be retrieved from inside the patient with a hemostat. The procedure was completed with this device with "no harm" to the patient.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.